Manufacturer narrative:
(B)(4). On (B)(6) 2015 per follow-up with the subsidiary site, the subsidiary biomedical engineer took the control board out of the roller pump and cleaned it. Since the cleaning, the customer has had no further issues with the roller pump.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the user turned on the machine but he did not run protocol in central control monitor (ccm), then he started the roller pump manually. The alarm "pump jam" occurred on the pump. The user restarted the machine, started the protocol, then he started the roller pump from ccm. The alarm "motor error" occurred on the pump. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. There are a couple causes this issue may have been due to, either foreign matter which cleaning fixed or a loose connection which removing and reinstalling the part fixed. No additional action will be taken at this time.